Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during the surgery, it was confirmed that there were traces of dirt and protective covers on the surface of the tray. It was also confirmed that the blister pack had been slipped out of place. The tray was used as it was. The surgery was completed successfully within 30 minutes delay. The adverse event to the patient is not reported. No further information is available.

Manufacturer narrative:
Product complaint (B)(4). Investigation summary: no device associated with this report was received for examination. The investigation could not verify or draw any conclusions about the root cause of the reported event without the device to examine. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.